Event description:
International affiliate reports the doctor was unable to adjust the implanted valve's pressure and that there was no flow of csf into the abdominal cavity. It was reported that two cuts were observed in the device when x-rayed. The doctor suspected that a blockage was present and the valve was explanted and replaced.